Event description:
It was reported that pump displayed cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, inspected o-ring and pneumatic area, cleaned pump, and attempted to reload cartridge but was initially unable to complete load process, so technical support assisted customer in filling and loading new cartridge from specified lot, after which customer successfully completed load process and resumed insulin delivery.